Manufacturer narrative:
(B)(6). One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the insertion needle. The actuator is in its t2 pre-deployment position confirming a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a meniscal repair, when the surgeon decided to change the place for t1 first implant, it went off the needle and came out through meniscus, back to the joint space. There was a five minute procedural delay with no reported patient injuries or complications. A backup device was available. It was confirmed that no fragments left in patient. There was a 5 minute procedure delay.